Manufacturer narrative:
(B)(4), date sent to the FDA: 3/1/2021. Additional information: d9, h6. H6 component code: g07002 ¿ conforming device. Additional h3 investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that a needle/suture piece of product code epm8743 was received for evaluation and body fluids, damaged, a knot, stress on the surface, and the end was noted cut appear to be by use of the surgical instrument. The functional test could not be performed due to the condition of the sample. The condition of the sample received indicates improper handling of the device. The manufacturing records couldn't be reviewed as the batch number is unknown. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The product was returned for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that one dispensed double-armed strand of product code epm8743 was received for evaluation. Upon visual inspection of the strand, the swage and attachment area of two needles were noted to be as expected. The suture was received dispensed and examined along the strand and no defects, damage, or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records couldn't be reviewed as the batch number is unknown. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The device performed without any defect noted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a cardiovascular procedure on an unknown date and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was requested.